Event description:
It was reported that during an unknown procedure, the clip was fired weird and had to fire a second time. No patient consequences.

Manufacturer narrative:
(B)(4) date sent: 4/30/2025. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: "how did device not work? The first clip was fired on the sterile table and was malformed. The scrub nurse then went to do a 2nd fire and noticed the firing handle of the device was really stiff and very hard to fire so they didn¿t want to chance this with a patient did device jammed (not fire clips)? No it fired the first clip but was malformed did device not feed clips? Very hard to feed the 2nd clip did device drop or eject clips? No did device sideways feed clips? No did device fire malformed clips? Yes first clip as a test in the sterile field did device fire scissored clips? No" this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 5/15/2025. D4 batch #y7057a. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the packaging opened was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining five(5) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch y7057a number, and no non-conformances were identified.